Event description:
Laparoscopic oophorectomy. "This is the complaint from the market, the user was drying the inner wall of the referenced product with gauze when the duckbill and septum were broken and fell into the patient body." Aomori olympus checked the duckbill and the septum. As the result, we found the duckbill and septum were broken.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.